Event description:
Philips received a complaint on the expression patient monitor (mr400) indicating that non-invasive blood pressure (nibp) was inconsistent. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse), who spoke to the biomedical engineer (biomed). The biomed advised that he performed an nibp verification procedure and claimed that the mr400 was within manufacturer tolerance specifications. However, the biomed indicated that the hose and cuffs were worn out and requested information. The rse obliged the biomed's request by emailing the supplies catalog to him. The product malfunction was unable to be confirmed, because it is unknown what caused the issue, and the biomed requested that the case be closed.